Manufacturer narrative:
The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was found the right atrial lead exhibited high capture threshold. X-ray testing confirmed that the lead moved more lateral than initial placement. The lead was explanted and replaced on (B)(6) 2019. The patient was stable prior and post procedure.